Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 4.00 x 12 stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent was measured and the result was ithin maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Avisual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 28mm x 3.0mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 4.00 x 12 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not cross the lesion and the tip of the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 28mm x 3.0mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 4.00 x 12 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not cross the lesion and the tip of the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported, and the patient's status was stable.